Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services applied pressure to the top left corner of the monitor and the image became distorted with green lines/static. The ribbon cable on the input connector appeared to have a short. The monitor needs to be replaced. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the image was fuzzy, blurry and jumped around on the screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.